Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned and investigated. The reported inability to remove the gripper line was not confirmed as the gripper line was removable during returned device testing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to retrieve mitraclip system components (foreign body in patient) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. The reported residual gripper line remaining in the anatomy (foreign body in patient) appears to be related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30-day medwatch report, new information was received as follows: the left atrium was enlarged, but not considered challenging. Gripper line removability was established successfully prior to attempted removal of the gripper line. The gripper line was retracted approximately 4 cm when resistance was encountered. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. An attempt was made to remove the gripper line, but the line could not be removed. When the line was pulled, the clip would move with the gripper line. The gripper lines could not be removed. At this point, the cds was removed, and then the guide was removed. The two ends of the gripper line were exposed at the femoral artery and were cut, leaving the remaining portion of line in the anatomy. The patient was confirmed to be stable and no further treatment was performed. One clip was implanted, reducing the mr to -1. No additional information was provided.